Event description:
On (B)(6) 2015, I had surgery, a repair of umbilical hernia with medium ventralex patch. Shortly thereafter excruciating pain and soreness, and ever since the operation. The operation was conducted in 2015, and the pain still persists, and it is now 2019. Reserved for a later date and time. Atrium medical corporation. Reason for use: to repair umbilical hernia, and to alleviate pain/suffering. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Did the problem return if the person started taking or using the product again? Yes.